Event description:
During an implant attempt of the subject device, the physician reported that after connecting each lead to the pacemaker, no ventricular pacing was seen (pt was asystolic). The physician indicated that each lead was fully inserted, clicks sounds of the associated screwdriver were obtained, and the lead was stable with a pull test. The physician disconnected and reconnected the lead two add'l times, and indicated that there was no irregularity with the connection. It was also reported that the physician preventatively bled the air from the header by inserting the screwdriver into the silicone cap. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.